Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppage events were observed. Log file analysis by the manufacturer's technical services confirmed the pump stoppages. The patient was provided an ungrounded power module patient cable for use with ac power.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed pump stops, low speed hazard alarms, and low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. No product was available for investigation. The submitted log files showed the pump appearing to have functioned as intended above the low speed limit until (B)(6) 2018, when several pump stops and associated low speed and low flow hazard alarms were captured between 08:20:03 am and 08:21:38 am. Driveline disconnected alarms and power elevations up to 9.8 w were also captured during this event, which only occurred while the system controller was connected to a power module. Based on previous complaint history, the pump stops and low speed events appear consistent with a potential driveline issue. No further pump stops or low speed events were captured throughout the remainder of the data. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. This document outlines all pump parameters and explains that pump flow is estimated based on pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Both of these documents outline all system controller alarms, including the low flow hazard, and provide information regarding how to respond to and troubleshoot the alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.